Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, universal surgical manipulator (usm) 2 was not recognizing instruments. An intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and noted several drape faults on usm 2. Prior to contacting the tse, the customer replaced the drape, but issue persisted. The customer stated that instrument present pins were pushed up. The customer was unable to check sterile adapter pins and was continuing with procedure using 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm associated with this complaint and completed investigations. The failure analysis (fa) confirmed and replicated the reported issue. The unit was tested on an in-house system in normal mode where it failed the instruments test. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the carriage switches test. During further investigation, the carriage presence pins were checked. One rear presence pin has stiff motion.

Event description:
Refer to h10/h11 for follow-up information.